Event description:
It has been reported to co that during a ptca procedure the shaft of the catheter broke inside the pt. Pt went to surgery for removal and is in stable condition. The device is being returned for co's analysis.